Event description:
Surgeon reported that patient experienced diffuse lamellar keratitis (dlk)/ inflammation following flap creation and custom excimer treatment. Patient manifest right eye 9.75-1.25, left eye -9.75 -0.75. Day 1 post treatment uncorrected visual acuity (ucva) 20/25 in right eye and 20/20- in left eye. Very mild dlk at flap edges in right eye went on to develop grade 1 dlk both eyes then central toxic keratopathy in right eye. Current best corrected visual acuity (bcva) 20/60 in right eye and 20/20 in left eye. Patient was treated with topical generic pred forte and is off all medication now.

Manufacturer narrative:
Best corrected visual acuity 20/60 right and 20/25 left with central toxic keratopathy improving in right eye but still with topography and slit lamp changes. Surgeon reported patient is not on steroids anymore, and long term improvement usually occurs but often associated with some irregular astigmatism and softness to acuity. He will not enhance for at least 9-12 months since they do change late. Surgeon reports he knows of no other way to treat these cases of central toxic keratoplasty. He has done 4 eyes since using different scrub technician, cannulas and same gloves without problems. Placeholder.

Manufacturer narrative:
Additional information: surgeon reported on that patient is improving slowly. Visual acuity at 20/30 with hyperopic correction as expected but usually gets better. He is improving with topography and appearance. Placeholder.

Manufacturer narrative:
: Application support manager (asm) visited the account. The treatment was intralase (8.8 diameter, 100 micron flaps). Intralase settings were confirmed to be the same as last several months of use and same as other surgeons utilizing open access center. The dry heat sterilizer was last serviced 2011. Site uses non-disposable cannulas, flushed with air prior to autoclave. Asm discussed the use of disposable cannulas with surgeon. Reporting surgeon is the only one from the center using sempermed supreme latex powder free. Reporting surgeon is concerned with the surgical instrument handling with one technician and is adding a second technician next surgery day. All pertinent information available to abbott medical optics has been submitted. Placeholder.